Event description:
It was reported that the tube broke at the ends of the flange where the tracheostomy ties hold the trach in place. The patient was decannulated. No injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.